Event description:
Information received with return of the explanted device notes that the sensor parameters exhibited dashes (---) and programming was not possible. There were no consequences to the patient.